Manufacturer narrative:
No analysis was performed by philips, however despite repeated attempts no additional information was provided. Without information concerning the bed label, date and time of the event and missed alarm, no investigation can be performed. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows no activity which confirm the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported the customer 'missed an alarm' but did not know which alarm or from which device. The patient passed away. The customer requested assistance determining whether the alarm occurred or not. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Logs were provided; however, no additional information was provided. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.